Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 439 mg/dl at the time of incident. Customer also stated that drive support cap was flushed and insulin pump had motor error. Trouble shooting was not performed for high blood glucose. Customer was advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Supplemental report generated to correct mmt # to mmt-751nas sn# (B)(4).

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.